Event description:
It was reported that the patient received multiple shocks for atrial fibrillation (af) with rapid ventricular response (rvr). An alert triggered for charge circuit timeout and an end of service (eos) flag was observed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).